Event description:
Customer reported via phone, the insulin pump had been alarming no delivery. Customer doesn't know her blood glucose level. Customer declined troubleshooting for the no delivery alarm. Customer is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.